Manufacturer narrative:
(B)(4) .

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal dilaudid (concentration 2.8mg/ml; dose 1mg/day), clonidine (concentration 22.8mg/ml; dose 8.14mg/day), and bupivacaine (concentration 20mg/ml; dose 7.14mg/day) via an implantable infusion pump. Indication for use was spinal pain. On (B)(6) 2015 a pump pocket infection was discovered with puss coming out of the pump pocket. The doctor opened the pump pocket, cleaned it out, and replaced the pump. The doctor wanted to utilize the old drug and place it in the new pump because the pharmacy did not have clonidine and the doctor was concerned the patient would experience hypersensitiveness if the clonidine was left out of the pump.